Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test ,a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime and test due to faulty gold fsr. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and reservoir tube window corners. Unit received with partially broken reservoir tube lip and battery tube threads. Unit received with missing reservoir tube lip o-ring. Unit received with minor scratched lcd window. Unit received with broken battery cap.

Event description:
The customer reported via phone call that the insulin pump is cracked and damaged, specifically the battery and reservoir compartments. Customer does not recall any significant events leading to the error. Customer's blood glucose was 26 mg/dl at the time of incident. The customer indicated that emergency services were called to her work. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.